Event description:
Customer reported the product leaked near the connector. The sample is available for evaluation. The evaluation is pending.

Event description:
One used complaint sample without the primary package was received for evaluation. During visual inspection, a hole was found on the silicone tube near the transparent adapter. Visual inspection was performed on all retain samples. A free flow and tightness test was performed on one retain sample without finding any irregularities. The production documentation did not show any abnormalities regarding the complaint reason. The most probable root cause of leakage is a small hole in the silicone tube.